Manufacturer narrative:
H3- the femoral stem was received in the partially assembled condition to a module femoral component (which was not the subject of an MDR). The non-destructive visual evaluation revealed evidence that the femoral stem had been well-fixed up to the time of explantation whereas the femoral component to which it was attached displayed evidence of looseness and lack of support in-vivo. Several small pieces had fractured off of the femoral bolt hole edges as well as the stem collar, but these events were secondary to the loosening of the overall assembly. While the cause of the loosening between the two components cannot be stated conclusively, there was evidence to suggest that one component was well fixed while the load bearing second component was not and may have compromised the assembly. No material or mfg defects were evident.

Event description:
Pt experienced swollen knee and subsequent aspirations of the knee resulted in the removal of "black stained fluid" revision surgery found metallosis resulting from fracture of femoral stem at juncture of the attached femoral implant. The attached femoral implant as well as a constrained tibial insert were also removed. However, the need for revision surgery has been attributed to the fractured femoral stem.